Event description:
It was reported when using the bd pyxis medstation es system did not recognize the cubie drawers, preventing user from removing the required medications. The customer stated that there were only 20 medications showing in the inventory instead around 40. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system's half of the inventory was not reflected and can't be accessed. Customer cancelled the work order saying that, ¿drawer unloaded by mistake. All ok now ¿. The system functioned as intended after customer resolved the issue.

Event description:
It was reported when using the bd pyxis medstation es system did not recognize the cubie drawers, preventing user from removing the required medications. The customer stated that there were only 20 medications showing in the inventory instead around 40. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the inventory of the drawer was lost. A customer cancelled the work order, since the inventory loss was due to drawer unloaded mistakenly by the user. The system functioned as intended.